Event description:
Dealer advised front left caster will not stay up in the frame causing it to keep falling out. Dealer advised enduser brought rollator back in (B)(6) 2013 and tightened the casters and brakes. Dealer advised enduser came back in (B)(6) 2014 due to wheel not staying in frame. Dealer advised enduser is back again for same issue.